Manufacturer narrative:
Additional information: d10. The reported field event of failure to interrogate was not confirmed in the laboratory. Data analysis of the device image suggested rf telemetry lockout had occurred in the field due to excessive rf usage in a short period of time. This lockout feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the lockout period had expired. Device showed normal characteristics and able to be interrogated successfully on various merlin programmers. Rf telemetry could be enabled and disabled with no issue. The device was then programmed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that before the procedure, failure to interrogate the device was observed. Radio frequency (rf) time out message was noted. The device was not implanted and was replaced. There was no patient involved when the issue occurred.